Event description:
It was reported that during surgery the anchor could not be screwed in. The anchor broke and all the pieces were removed. A new anchor was implanted after re-opening the hole. There was a surgical delay greater than 30 minutes.

Manufacturer narrative:
One 72200755 twinfix ti 5.0 suture device returned. This device was returned without the anchor. There were a number of tainted sutures returned. The complaint indicated that a k wire was used during prep. No root cause related to the manufacture of this device was confirmed.